Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty establishing communication with his scs ipg and the charging system due to the positioning of the ipg as it was tilted in the pocket. As a result, surgical intervention took place at which time the ipg was explanted and replaced. The issue has reportedly resolved postoperative.